Manufacturer narrative:
The pump passed the displacement test, sleep current test, active current test and self test. The power management tool indicated abnormal behavior as shown on the power management graph and confirmed charge/battery lasts less than expected and isolated to the electronic assembly.

Event description:
Information received by medtronic indicated that insulin pump change battery every day and sometimes twice a day. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.